Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082849) on 31-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("a lot of pain/ sharp pains") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin), cetirizine hydrochloride, fluoxetine hydrochloride (prozac), lisinopril, vitamin d nos (vitamin d) and vitamins nos (multivitamin). On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("started extremely heavy periods"), vaginal disorder ("several vaginal issues"), anaemia ("I've become anemic"), depression ("severe depression"), anxiety ("anxiety issues"), loss of libido ("my sex drive is non-existent"), abdominal pain lower ("severe cramping"), feeling abnormal ("I have brain fog") and memory impairment ("my memory issues are terrible") and was found to have blood count abnormal ("periodically my blood comes back with either high or low numbers and my doctor can't trace it to anything else going on with my body or health."). The patient was treated with surgery (having a hysterectomy to remove my uterus, tubes and cervix). At the time of the report, the pelvic pain, menorrhagia, vaginal disorder, anaemia, depression, anxiety, loss of libido, blood count abnormal, abdominal pain lower, feeling abnormal and memory impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, anaemia, anxiety, blood count abnormal, depression, feeling abnormal, loss of libido, memory impairment, menorrhagia, pelvic pain and vaginal disorder with essure. The reporter commented: serious injury criterion: "intervention required" was mentioned but not specified and/or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.